Event description:
Per the clinic, the patient developed a wound near the implant site following a fall, resulting in exposure of the device. The patient subsequently underwent local wound care, and the wound was then reported to be clean with only peripheral crusting noted. The patient was advised that use of the sound processor could be resumed. The implanted device remains.